Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all stations were not communicating with the server. A technical support specialist (tss) remotely accessed the server and reviewed the health sight viewer, identifying that the devices were experiencing delayed synchronization issues. The tss restarted the data synchronization service on both the server and the affected stations to restore communication. The tss verified the synchronization status and observed that data was successfully transmitted to the server after the restart. The tss then contacted the customer, received confirmation that the issue was resolved, and proceeded with case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server system all stations were not communicating with the server. However, there were no delays or adverse events or injuries reported based on this event.